Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was confirmed/duplicated. Constant cassette alarm, no measurement possible. The cause was the downstream occlusion (dso) sensor. The dso seal was replaced, and functional testing was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the "pump alarms due to overpressure, even though all lines are free and without kinks". There was unknown patient involvement.